Manufacturer narrative:
The insulin pump currents are within specification. No blank display and the lcd board tested ok. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that he had called to troubleshoot the blank display issue about 5 days prior to the call, nothing that he had already been sent a replacement battery cap in an attempt to resolve the issue. He received the battery cap and reported that the insulin pump worked well thereafter. 4 days after installing the new battery cap, the insulin pump began having a blank display again. He stated that the battery only lasted 4 days. The customer's blood glucose was 143 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.